Event description:
It was reported via repair work order that there was no power to bed due to breaker/fuse and cpu malfunction . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to bed due to malfunction breaker/fuse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After further investigation it was determined that loss of power was also due to cpu board malfunction.